Event description:
(B)(4). Event occurred in the united states. It was reported that prior to insertion, while the patient was trying to insert a new infusion set, the infusion set part/plastic piece that went on her body came out of place. No further information available.